Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined. The fluid path was tested for leaks. No leaks were found.

Manufacturer narrative:
Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.2. Cgm sensor type: g7.

Event description:
It was reported that the patient's blood glucose level rose to nearly 400 mg/dl while wearing the pod between and 4 hours. The patient reported the adhesive was not sticking well to the skin and being unsure if the cannula was properly seated in the infusion site. The pod was removed.